Manufacturer narrative:
Claim#: (B)(4).

Event description:
It was reported that an implantable collamer lens was implanted into the patient's right eye (od). The patient experienced anterior subcapsular opacity (cataract). It was noted problem is not resolved. Lens remains implanted.

Manufacturer narrative:
Additional information: h10 - it was found claim was a duplicate of claim# (B)(4), MFR# 2023826-2022-01933. Disregard initial medwatch report. Details are n/a. Claim#: (B)(4).